Event description:
A dual chamber implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately seven days post the device system implant. A cause of death has been requested and not received.

Manufacturer narrative:
Additional information was received from the patient's physician's office indicating the patient's cause of death was "not pacemaker related." The patient had surgery for a non-device system related reason, and died from complications of that surgical procedure. Event summary: (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The proximal conductor had blood/body fluid (not obstructed).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Attempts to obtain additional information have been unsuccessful. This event will be processed with the information at hand. Should additional information become known, it will be added to the event and processed accordingly.